Event description:
It was reported by the customer that the needles were clogging when used to administer lidocaine. No information was received regarding a serious injury as a result of this product issue